Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that a farawave catheter during a pulse field ablation (pfa) procedure at the end of ablations exhibited a stuck guidewire. The veins were being checked when the issue was found. To solve the problem the device was replaced, and the procedure was completed without patient complications. Device return status is unclear.

Event description:
It was reported that a farawave catheter during a pulse field ablation (pfa) procedure at the end of ablations exhibited a stuck guidewire. The veins were being checked when the issue was found. To solve the problem the device was replaced, and the procedure was completed without patient complications. Device return status is unclear.

Manufacturer narrative:
The farawave catheter was visually inspected, and no damage was observed on the device. A guidewire was inserted into the farawave catheter; however, the guidewire was unable to fully inserted due to damage inside the guidewire lumen. The catheter handle was dissected, and it was noted that the guidewire lumen was broken 0.9cm distal to the slider inside the distal inner hypotube. This damage was caused by some type of mechanical stress applied to the interior layers of the guidewire lumen, resulting in the guidewire lumen collapsing and breaking. Correction to the initial MDR in block g2 report source.